Event description:
It was reported the device gave an error alarm with code 42224. No adverse effects reported.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, no fault was found with the returned pump. The software was re-installed as a preventive measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.